Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the laboratory. Eval code-result 3233 and eval code-conclusion 11 are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported by a healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 6.502 mg/day), baclofen (675 mcg/ml at 175.56 mcg/day), and clonidine (55 mcg/ml at 143.05 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2017 the pump printout returned with the pump indicated that the low and empty reservoir alarms had occurred. No patient symptoms were reported.